Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl and was within the normal range. Technical support decided to replace the pump. The caller did not have a backup therapy but agreed to reach out to a healthcare provider.